Event description:
Spontaneous communication received from (B)(6), rph(registered pharmacist) at (B)(6) hospital to obtain patient's IV remodulin dosing. Patient is currently admitted for a peritoneal dialysis catheter dysfunction. No other information provided. Date of admission or anticipated discharge date not provided. Length of stay is ongoing. IV remodulin patient. Reported to (B)(6) by health professional.